Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis nurse (pdrn) reported on (B)(6) 2017 that the safe-lock end of the catheter extension set of a peritoneal dialysis (pd) patient was cracked and the port inside the safe-lock end also broke off and lodged itself in the patient's catheter. Upon follow up with the pdrn on (B)(6) 2017 it was reported that the patient had encountered a fluid leak from the crack in the catheter extension where it connects to the catheter during the pd treatment. According to the pdrn, the patient had gone to the clinic the following day of the event to have the catheter extension replaced. The patient did not experience any adverse events as a result of this incident and there was no effluent culture test performed. Antibiotics (vancomycin 2 g and gentamycin 40 mg) were prescribed to the patient as prophylactic. The catheter extension set in question was discarded.